Event description:
It was reported that during a procedure, the device allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows implanted graft subcutaneously. There is a blood leak was observed from the graft. The leak was absorbed by a cotton mesh. Again there is a leak observed on the same place. Therefore, based on the video review, the reported leak issue can be confirmed. A definitive root cause for the alleged leakage issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10:d4 (expiry date: 03/2025),g3,h6(method). H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2025).

Event description:
It was reported that during a procedure, the device allegedly leaked. There was no reported patient injury.